Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was hospitalized for an unrelated issue, and upon device interrogation loss of capture was observed. Patient was asymptomatic. X-ray revealed lead dislodgement. Lead was explanted and replaced when repositioning was unsuccessful. Patient was doing fine after the procedure.